Event description:
It was reported to medtronic neurosurgery that a patient had a strata I implanted on (B)(6) 2003. The patient reported that she experienced pain and occasional shocks at the valve implant site for the 10 years it was implanted. Her doctor told her that the pain and shocks were coming from occipital nerve damage by the valve implant site. The patient also reported that she experienced inadvertent pressure level setting changes. She stated that her doctors always struggled to read and set the valve at the correct pressure-level setting because it was implanted in a difficult position. The valve was ultimately explanted on (B)(6) 2013. The patient is currently doing fine.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.